Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing thixotropic adhesive (ke45) at the forceps cover, cement and chipped pink probe was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing thixotropic adhesive (ke45) at the forceps cover. In addition, the cement around the light guide lens at the distal end is missing and the pink probe is chipped. There was no patient involvement.